Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after an unknown procedure, did pneumatocele excision during, the 2nd firing, the firing trigger and closing trigger bounced automatically without pressing the release button. The surgeon continued to finish the procedure. But the patient breathed hard after the procedure. This has been lasted one month. The surgeon used conventional therapy to treat the patient. The patient breathed hard. Now the patient is still in hospital. The sample has been discarded. No device will be returning. Additional information has been requested to clarify the details of the event reported.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4)